Event description:
It was reported that during surgery the device was not meshing the full width of the roller and only partially meshing the skin. There was no patient harm or impact noted. During product evaluation, it was found that the cutter failed the test cut. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: technician verified that the cutter failed the cut test. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.